Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause of the reported event is unknown.

Event description:
A literature review identified the article, miraj f, karda I, noor ea. Subtalar arthroereisis as a reliable option for flexible flatfoot in children - a case series. Malaysian orthopaedic journal. 2025 nov;19(3):42-52. Doi: 10.5704/moj.2511.006. Pmid: 41537030; pmcid: pmc12798132. This case series explored the use of subtalar arthroereisis to treat flexible flat foot in eight (8) children (15 feet). The mean age of the patients was 10.1 ± 0.8 years, with 5 male and 3 female patients. The children had a mean follow-up of 42.6 ± 9.7 months. All patients were treated with the osteomed talar-fit implant. Clinical outcomes were assessed for the american orthopaedic foot and ankle society (aofas) score and the oxford ankle foot questionnaire for children (oxafq-c). Patients reported an aofas mean score of 87.0 ± 2.3 postoperative versus 59.1 ± 1.8 preoperative. Similar results were seen for the oxafq-c score of 21.7 ± 0.8 versus 42.6 ± 2.6. One (1) patient had implant migration on her right foot to the lateral side two years after surgery. This resulted in the navicular index to increase and foot became pronated again. However, the patient refused revision surgery. No other complications were reported. The authors concluded that the patients treated had an overall satisfying improvement in clinical function and good radiological outcomes.